Manufacturer narrative:
Approximate age of device: 2 years, 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic with a history of red heart alarms. A review of the history file indicated pump stoppage events. The log file captured a pump stop on (B)(6) 2018. The site requested an ungrounded cable along with two backups for the suspected short to shield. Additional information was requested but has not been received.

Event description:
The patient continued to have some speed drops and ongoing power spikes absent of other evidence indicating thrombus. Patient is currently stable. No additional pump stoppage events have occurred on ungrounded cable. No additional interventions are planned at this time. The patient is not a surgical candidate. No additional information was provided.